Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si hysterectomy, left salpingo-oophorectomy for uterine bleeding and fibroids on (B)(6) 2012. Isi was provided with the patient's operative report for the primary surgery and cystoscopy for a stent placement. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during the surgery. There was a report of an intraoperative complication, specifically a thermal burn to the ureter. The operative report states that the patient had significant adhesions from the omentum to the abdominal wall, from the colon to the left ovarian fossa, and from the small bowel to the parietal peritoneum. She also had multiple uterine fibroids and active endometriosis implants. The patient needed significant adhesiolysis throughout the procedure. Both ureters were visualized and carefully preserved. It was noted that during the dissection of the cervix from the vagina, thermal injury occurred to the ureter. A urologist came in, placed a retrograde double-j stent cystoscopically and directed the surgeon to place a suture on the anterior wall of the ureter. The patient was discharged in good condition on (B)(6) 2012. On (B)(6) 3013 the patient underwent a cystoscopy with placement of a double j stent.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the patient sustained an injury.